Event description:
It was reported that when the blades of the 350mm mouiel bipolar forceps (cev134) were brought together to coagulate, they do not close properly in parallel, thus affecting their action. It was reported that because the forceps was not working, there was an increase in surgery time of more than 30 minutes. It was reported that staff used bipolar forceps from the competitor to complete the procedure. No patient injury or death was reported.

Manufacturer narrative:
End user: (B)(6). An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: the 350mm mouiel bipolar forceps (cev134) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the bipolar forceps verified the problem statement as confirmed. When closing the handle, the two electrode jaws do not completely touch each other, the clamp does not pass through the smooth ring control system which simulates a trocar. After unscrewing the electrodes from the handle, it was noticed that the electrodes could be pushed in further, and that the jaws closed properly at this point. It was also noted that the inside of the screwdriver head was slightly damaged. Root cause analysis: it was determined that the electrodes were not screwed in sufficiently, probably because the screw head was slightly damaged. This caused the electrodes to slide forward during sterilization and use which prevented the two jaws from closing completely. The tests during the final inspection were compliant (passage through the smooth ring 5 mm) because the electrodes had not yet moved. The torque wrench screwing control could have been biased due to the damaged screw head.